Event description:
The customer reported that hospital staff attempted to insert the intra-aortic balloon into the patient, who was coding, so that therapy could be initiated. Subsequently, blood was pulled back into the unit. The patient expired.